Event description:
In 2003 the pt was implanted with a left ventricular assist device (lvad). Six months later, the pt was in for their scheduled clinic visit, reported a "transient beep". The clinical nurse specialist heard the beep after the pt had ambulated for 6 minutes. No alarm displayed on controller, brief beep, and then no audible beeps noted. According to the pt, this happens at the most every 2-3 days. The pt stated that when at home will sometimes have beep, while on battery, and when they look at controller no alarm illuminated, and no further beep noted. The nurse checked all connections, battery clip and all power sources, all secured. Discussed changing controller, account elected not to at this time. Center will monitor the pt at clinic visits and discussed down loading waveforms if frequency of alarms increases.